Event description:
Implant fracture.

Manufacturer narrative:
Mechanical evaluation revealed that the product was not fully osseointegrated and therefore, the implant fracture was caused by excessive overloading.